Event description:
It was reported that there was a loss of stimulation due to high impedance readings. It was stated the impedance readings of all e ectrodes were greater than 40,000 ohms. Reportedly, the patient had a 360 back fusion "recently" and post operatively no stimulation could be felt when turned on. There were no patient symptoms or injuries reported. Additional information was requested and if received, a supplemental report will be filed.

Event description:
Follow up from the health care provider reported reprogramming was done on (B)(6) 2013. It was noted, the patient was reeducated on use of the programmer. It was noted no surgical intervention had occurred. There was no hospitalization required due to the event. Impedances were greater than 20,000 ohms for two contacts and greater than 40,000 ohms for one contact. The rest of the contacts showed ¿xxx.¿ the physician noted all electrodes show impedance but it was unclear what was meant by the physician¿s note.

Event description:
Follow up information received from the healthcare professional reported that they were not familiar with the stimulation devices and did not realize there were differentranges with the impedances (for testing that took place on (B)(6)). It was reported that on (B)(6) 2013, a request was made for alead revision due to bilateral leg pain and high impedances. The lead revision occurred on (B)(6) 2013 at which time the lead was moved down to help with better pain control. It was also reported that the lead revision resolved the high impedances. It was noted that the patient had been only seen for dressing changes since and no information was available as to any therapy changes. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).